Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was reseated. The system was then found to be operating as intended.

Event description:
The customer reported a loss of live image on the system. No patient injury was reported.